Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe assembly, lot # 8503903, and confirmed the presence of a white plastic particle in the fluid path. The particle measured 8mm in length by 2mm in width. Material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the material handling in the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: a small particle was detected inside the tip of the CT syringe.